Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level. Customer support provided pump reset information and assisted with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to contact support if the problem occurred again.